Manufacturer narrative:
Taper ii. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product, however, the analysis has not been completed at this time. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing.

Event description:
Surgeon reported: "patient presented to doctor's office for band adjustment 11 months ago, after mentioning that their weight has increased by 2kgs post last band adjustment, band was filled with 0.3 cc saline. Patient returned for review two months ago complaining of lack of sense of fullness, band volume checked only 3.4mls left in band. Dye injected into band but no sign of leakage. Band was filled up to 4cc of saline; band volume to be checked in 3 weeks. Patient's band was seen by doctor again two weeks later; patient complaining of no restriction, band fluid aspirated, 3cc noted band leaked 1cc of fluid from last fill. Patient booked in for port replacement. Lap-band system ap-small (B) (4) replaced with an access port 9.75/10.0cm, (B) (4)". On inspection of original device hole noticed in tubing just below the taper end of tubing. Complaint device will be returned.